Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported that for about the past 2 weeks, they have noticed that the implant battery is draining quickly and not staying charged. Caller stated that they use the therapy all day long and have been at the same settings (4.9 intensity) for the past 3 years. Pt did mention that they have turned stimulation up to 6 intensity. Agent reviewed implant battery depletion is based on settings and usage of the implant. Caller also stated that the stimulation will "shut off" in the middle of the day and they will be in pain and when they look at the controller it will say that stimulation is off even if implant battery is not depleted yet. Agent reviewed pt will have to charge implant and then manually turn stimulation back on. Pt mentioned that they normally can get at least 24 hours without implant totally dying on them. Pt confirmed they have seen the hcp but not a rep since being implanted. Agent reviewed life expectancy of implant and external equipment. Caller confirmed that both the controller and implant charge to 100%.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.